Manufacturer narrative:
The initial report had the incorrect information related to treatment. The correct information has been provided with this report.

Event description:
It was reported that candy and juice were eaten before low blood glucose level and not used to treat the low blood glucose.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy tests. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of less than 50 mg/dl at the time of the incident. The customer was at 114 mg/dl at the time of admission. The customer used candy, juice, glucose tablets and was given intravenous fluids to treat. The customer experienced symptoms such as sweating, shaking, inability to speak, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed a displacement test. The customer was at a basketball game at the time of the incident. The customer does not know how to count carbs, use the bolus wizard, or manually program a bolus on the pump. The customer alleged pump over delivery. The insulin pump will be returned for analysis.